Event description:
Our sales supporter reported that: the drill broke suddenly in 2 parts while drilling the handle; and alleged that the target device didn't allow the nail to align at distal. Sales rep attended the surgery. No consequence to the pt was reported.

Manufacturer narrative:
Visual exam, device history review, complaint history review, functional testing. Results - visual exam shows normal traces of use but no significant damage. Device history review shows no reported discrepancies. Complaint history review shows there are other reported events since 2004. Functional testing indicated that the device is in working condition. Conclusion - root cause could not be verified as the returned targeting arm was found being fully functional.